Event description:
The rptr stated that during a spinal surgery procedure using the manta ray anterior cervical plate, one of the screws pulled through the plate during insertion. The surgeon had been attempting to angle the screw over 15 degrees. The surgeon adjusted the insertion angle of the screw and the surgery was completed successfully.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The devices were not returned for eval. Theken was unable to determine which versions of the devices were used. This issue of the screw pulling through the manta ray plate during surgery was addressed by a failure modes and effects analysis (fmea) in the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.